Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was functioning properly and passed all functional testing. After testing, it was concluded that the device operating within specifications. No bolus wizard anomaly noted.

Event description:
It was reported that the insulin pump overdelivered insulin. The blood glucose reading is 66 mg/dl. Customer stated that the bolus calculations were wrong. During troubleshooting, the insulin pump did not make the correct calculations. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.